Manufacturer narrative:
This report is submitted on june 14, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral and topical antibiotics.

Event description:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022 in order to remove the affected tissue and to have the existing abutment replaced with a new one.